Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced, is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was completed using a proglide device via a 6f sheath with the perclose technique prior to an interventional aortic endoprosthesis procedure. Reportedly, the proglide knot was not completed. Another proglide device was used and the knot did not catch the artery. The sutures of two proglide devices were used after the interventional procedure to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.